Event description:
New information received noted that the lead exhibited loss of capture.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. This high threshold resulted in extracardiac stimulation and patient discomfort. The lead was explanted and successfully replaced. The patient was recovering post-procedure.